Event description:
It was reported that when this product was initially implanted, there was difficulty passing defibrillation threshold testing. At the time, the physician believed that anesthesia was a contributing factor. The system was programmed without completing testing, in hopes that testing could be performed in the future. Recently, the product was explanted and replaced with a transvenous system due to difficulty of conversion. No additional adverse events were reported.